Manufacturer narrative:
(B)(6).

Event description:
It was reported the burr became stuck in the lesion. A 1.50mm rotapro was selected for use in the left anterior descending artery (lad). The target lesion was 95% stenosed, moderately tortuous and severely calcified. A 1.25mm rotapro was initially used to ablate the lesion and then exchanged for a larger 1.50mm rotapro. Dynaglide mode was used to advance the burr to the lesion. Ablation was performed at 200,000 rpm. During the third ablation the rotation speed decreased by between 13,000 rpm to 25,000 rpm and the burr became stuck in the lesion. A stall message displayed. The burr could not be removed by pulling. A guide catheter and a non-bsc 0.014 wire was used to cross through to the side of the entrapped burr. A non-bsc balloon was inserted and inflated and deflated about 8 times near the entrapped burr. The burr was able to be remove. The procedure was completed with a new device, same model. There were no patient complications and the patient was discharged.